Event description:
The customer stated that the encoder failed (referring to rotary knob. No pt impact reported.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.